Event description:
The duett pro sealing device was deployed following an interventional procedure in the common femoral artery. It was reported that the patient had multiple puncture sites. Following the deployment, the patient experienced a large hematoma. Treatment consisted of compression and the event was resolved with no further complications reported.